Event description:
It was reported that five days post implant of this right ventricular (rv) lead something changed. It was noted during the procedure the lead was repositioned four or more times. The pacing impedances were low and within range and thresholds were normal. Additionally, the morphology on the shock channel was different. Then a few weeks later the patient ended up getting one inappropriate shock and anti-tachycardia pacing (atp) therapy. Subsequently, the physician elected to perform a lead revision. The lead was revised and successfully used. No additional adverse patient effects were reported.